Event description:
During inspection of the device, customer found the device with a flashing service wrench. The device had a fault code logged in the device memory and the "call service" displayed indicating a critical malfunction. There was no report of patient involvement with the incident.

Manufacturer narrative:
Physio contacted customer and provided a repair quote. Customer has not responded to approve or decline the offer. The root cause of the issue is not determined.